Event description:
A physician reported a pt who was originally skin tested prior to 1988, (exact date not known), with negative results. The pt has rec'd multiple treatments since that time without event. On 18 august 1998, the pt was treated in the vermilion borders and oral commissures. The pt immediately described an increased sensitivity in the upper lip area, but there was no sudden blancing, bruising or pain noted. By the next day a tender papule, 2 mm in diameter, appeared at an injection site in the central upper vermilion border, just off midline at the cupid's bow. The physician examined the pt on 25 august 1998, and stated the papule appeared red and like "a tiny little cyst. " no drainage or fluctuance was noted. The physician prescribed oral ceftin and topical westcort cream on 25 august 1998. The physician believed the symptoms were possibly related to hypersensitivity. No other medical or surgical intervetion was planned or prescribed.